Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated and exhibited an error message. A different programmer was used and same issue resulted. The health professional used the patient's phone to send a merlin transmission and the device functioned normally. The patient was asymptomatic throughout the event.